Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was not powering on. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at lunchtime. The patient reportedly manages her diabetes with insulin (unknown type) through pump therapy and denied making any changes to her medication in response to the alleged issue. She claimed that approximately 1 hour after attempting to test with the subject device, she became "tired, developed dry mouth." She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the subject device was not brand new. The patient was using the correct test strips and the batteries did not need replacing, but the issue remained unresolved. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.